Event description:
To whom it may concern: I am a 78 year old disabled veteran with a respiratory disability. I am having trouble with my oxygen hose / tubing. One is made in china, distributed by (B)(4) the other brand is made in mexico distributed by (B)(4). Both of these are distributed to me by (B)(4) per order of the (B)(4). The oxygen coming through the (B)(4) cannula and tubing burns my nose and has caused nose bleeds. It has a very strong chemical smell. I run the oxygen through a moisturizing bottle manufactured by the same companies to prevent the nose bleeds. I do use distilled water in the bottle to put moisture in the oxygen so there should be no reason for the nosebleeds except for the harmful chemicals contained within the plastic. Surprisingly the water that was one clear turns gray and murky looking. One of my sources tells me that other veterans have complained of the same things he no longer works for (B)(4). The (B)(4) smells exactly like paint thinner and ends up giving me a headache. I have e-mailed both (B)(4) over the last several months informing them of the problem as well as (B)(4). I also have from a reliable source that other vets (veterans) are having the same problem. Yet (B)(4). Only provides lip service. My question is why is there such a strong chemical smell coming from your products? Do these products contain deph di (92-ethylexy) phthalate, commonly used to make tubing more flexible? Please respond back. I am sure this is not what the (B)(6) hospital is paying for, veterans increasing their respiratory problems using your products. Thank you (B)(6). Ref report: mw5164402.